Event description:
Arrow tretotola percutaneous thrombo lytic device was used on the pt for thrombectomy and upon attempted removal of the device, the metal wire protruded through the tip and got stuck in the blood vessel. Required surgery to remove. The device was lodged in the arm.